Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The analog pcb assembly was then removed for further examination. It was determined that the cause of the reported issue was due to the pressure of the ferrite bead, which crushed the h-bridge and caused resistor, designator r212, to open. This resulted in the abnormal energy delivery.

Event description:
The distributor contacted physio-control to report that their customer's device was showing a service wrench and beeping. Upon further evaluation, physio-control observed that the device displayed an abnormal energy delivered message and shocked 166j instead of the expected 200j, which could be indicative of a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. There was no patient use associated with the reported event.